Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Relates to: 3014862188-2022-00425 (B)(6); 3014862188-2022-00426 (B)(6); 3014862188-2022-00427 (B)(6); 3014862188-2022-00429 (B)(6); 3014862188-2022-00430 (B)(6); 3014862188-2022-00431 (B)(6); 3014862188-2022-00432 (B)(6); 3014862188-2022-00434 (B)(6).

Event description:
User reported 9 false positive results. Negative pcrs following unspecified intervals. This report 8 of 9.